Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported an elevated blood glucose reading of 400 mg/dl with her normal range being 160 mg/dl or below. She stated she knew her blood glucose was elevated because she felt sick. She said she corrected her blood glucose levels by giving herself an injection of insulin. During troubleshooting, the pt stated she has notice blood in the insulin infusion set tubing and cannula and that she is experiencing some pooling under the skin. The pt stated she is inserting her infusion headset at an angle. The pt was advised to insert the headset quickly and at a 90 degree angle. She states she changes her infusion tubing every week and a half. The pt was advised to changer her tubing every 6 days. The pt stated her dog regularly jumps in her lap which may cause some issues with the infusion site. The pt stated she discarded the infusion sets. The pt did not require medical assistance form a healthcare professional or second party to address the issue. The product was replaced.